Event description:
Boston scientific received information that this right ventricular lead experienced coil separation as the lead was put through the sheath. As a result, this lead was not successfully implanted. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection revealed the medical adhesive was torn/separated at the proximal end of the proximal spring electrode. It was also noted the spring electrode was stretched at this point. As a result, the clinical observation was confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.